Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An x-ray performed on (B)(6), 2014 showed that the electrode array had been inserted into the vestibule of the cochlea. The patient was re-implanted on (B)(6), 2014.